Event description:
Healthcare professional reported rupture. Device has been explanted. This record is for the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: no complaint against the device: not applicable as the event is not related to the device. Additional observations: crease fold observed on the device. Observed an opening assessed as fold flaw opening. Observed an opening assessed as smooth opening. Stress mark observed on the device. Red particles observed on the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.